Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. On (B)(6) 2018, the infusion device displayed the occlusion error message which the patient was unable to clear by changing the infusion set and priming. The patient stopped using the infusion device for 2 to 3 hours and then the device started to work again. However, the patient experienced hyperglycemia symptoms of dizziness, headache, stomach ache, nausea, diarrhea, and difficulty breathing. The blood glucose result was 270 mg/dl on an unknown device. The patient received 6 units of humalog insulin via pen injection. The patient went to the hospital and the blood glucose result at the hospital was 260 mg/dl. The type of treatment given to the patient at the hospital was not provided. The patient was in the hospital for 1 day. Return of the suspect device was requested for evaluation.